Event description:
It was reported that the lead has varying impedance, high impedance spikes, oversensing, and the patient alert for lead integrity was triggered. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Event description notes lia (lead integrity alert) trigger; however, s2d file notes that lia ramware is not installed. No lia trigger is observed. One short v-v sensed event of < 220 ms is observed on the (B)(6) 2011. (1 episodes nst). Rv pace lead recorded a patient alert on (B)(6) 2011 at >3000 ohms. Trend up to that point shows a baseline of approximately 500 ohms.